Event description:
It was reported by service report that the bed was stuck in high height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan.